Event description:
Per operative report: patient had a left total hip replacement approximately 2 years ago. It was an asr depuy acetabulum component and patient has had discomfort in that hip for almost a year now and it has been progressively getting worse. It is of the asr cups, the cup that was recalled by depuy orthopaedics. She has had demonstrated fluid around her hip area and with progressive increased pain, it was decided to recommend a revision left total hip replacement. She is brought back to the operating room today for the purpose of undergoing a revision of her left total hip acetabular component.procedure: immediately on getting through the skin there was about 3/4 of an inch of subcutaneous tissue and then a pocket was entered in which grayish fluid was encountered. There was a fairly large amount of fluid found, maybe 600 ml of fluid. A culture of this fluid was taken. Synovial tissue surrounding the hip joint itself was ofgrayish color typical of metalosis. Inspection of the actual cup showed no abnormal wear and inspection of the ball showed no abnormal wear. Both the ball and the cup were taken out and removed. Patient then had all the trial removed and bursal sac tissue was removed as well at this point to get as much of the grey metalosis tissue out of the patient."specimens: tissue that was sent to the laboratory was cultured and sensitivity completed for both aerobic and anaerobic. Both the grayish bursal tissue representing the metalosis was sent as well as some normal adjacent tissues. We also sent the head and the cup. Patient tolerated the procedure well and was returned to the recovery room.